Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial is dented and cracked from normal use and one spring is stretched out of shape. Both springs are still attached. (B)(6) 2015 upon evaluation of the returned device (254500547/mvmbyw200) the balseal on the smaller post is damged, as well as the smaller post is damaged.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury, or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.